Event description:
No identifying information was provided regarding the patient or the patient¿s components. Published: 2025. Authors: adibi I et al. Title: hypoglossal nerve stimulator lead extrusion: successful management and reimplantation. Journal title: oto open. Volume: vol. 9(3):e70169. A 74-year-old male underwent successful hns implantation utilizing the two-incision technique. The patient's postoperative course was uneventful with successful device activation 1 month later. One-month post-activation, he reported cessation of snoring and improved restfulness. Three months post-device activation, the patient pre-sented after noticing wires protruding through his chest skin for the past week. He denied erythema, warmth, pain, drainage, or fever. Physical examination confirmed wire extrusion along the medial aspect of the chest incision without purulence. After a detailed discussion, the patient agreed to surgical exploration with wound revision and possible explant. Intraoperative findings revealed extrusion of the sensing and stimulation leads, with approximately 2 cm of wire visible at the medial edge of the prior chest incision. First, pulsed saline lavage using an interpulse (stryker) device was performed directly over the extruded hardware. Next, the chest incision was opened, and as more hardware was exposed, it was irrigated similarly. The ipg capsule was opened and found to be clean without infection. The suprapectoralis capsule was opened, the ipg was removed, and the wound pocket was again thoroughly irrigated without evidence of infection. The ipg and previously extruded proximal stimulation leads were placed in a medium tyrx (medtronic) absorbable, antibacterial pouch and reimplanted in the suprapectoralis pocket (figure 2). It was secured to the pectoralis fascia with 2-0 silk sutures. The dehisced incision edges were excised to freshen the wound and closed in a multilayered fashion. Recovery was uneventful. At 11- and 31-day follow-up, the patient denied fever, chills, or tenderness at the surgical site. The incision remained intact and appropriately healed at 77 days. He remained hns compliant and denied snoring.